Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3: event date unknown in 2020 d1: updated d4: updated device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during open reduction internal fixation (orif) of right medial condylar fracture, the surgeon was using a facility owned tabletop plate bender to bend a 4.5mm lcp medial proximal tibia plate, he wanted to bend the plate more than the tabletop plate bender allowed, requested handheld plate benders from the locking small fragment set. The surgeon was informed and the scrub tech that the handheld bends from the small frag was not strong enough to bend the 4.5mm large frag plate, even though the surgeon was informed he still attempted to use them. During the attempt to bend the plate the first plate bender broke and a piece of the plate bender punctured the skin of his right thumb. The surgeon and the surgical assistant attempted to bend the plate with the tabletop plate bender and the remaining handheld plate bender from the small frag. During this attempt, the second plate bender broke. No injury occurred when the second plate bend broke. Using the tabletop plate bender and a mallet the surgeon and surgical assistant were able to bend the plate to the degree required to accommodate the patient's right medial distal femur anatomy. The plate was used implanted in combination with screws and the case was completed. Fragments were not generated from a broken device. There was a surgical delay of 15 minutes. The procedure was successfully completed. Concomitant devices reported: 4.5mm lcp® medial proximal tibia plate 4h/right 106mm (part# 239.984, lot# unknown, quantity# 1), unknown screw (part# unknown, lot# unknown, quantity# unknown) this complaint involves one (1) devices. This report is 1 of 1 for (B)(4).